Event description:
It was reported that the asymptomatic patient presented to the clinic for a follow up. The patient had undergone a colonoscopy procedure one month prior and also fallen recently. The pulse generator could not be interrogated. Multiple attempts were performed to interrogate the device but were unsuccessful. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found an integrated circuit anomaly which resulted in a high current drain and telemetry loss.